Event description:
An explant kit was requested as explantation was scheduled for 20-mar-2025. Re-implantation is currently not considered. The user has been explanted. As per derf information the device was infected and has extruded. The user has an infection and therefore the electrode was left in cochlea and it is planned to reimplant in 6 months. This report refers to 9710014-2025-00362. For further information please refer to this report.